Event description:
It was reported that the right atrial (ra) lead showed high/unstable thresholds. The ra lead was capped and replaced. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5092-58 (B)(6) 2007. (B)(4).

Manufacturer narrative:
The partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer and the inner insulation had a depression breach. If information is provided in the future, a supplemental report will be issued.